Manufacturer narrative:
(B)(4). The reported noise and inappropriate therapy delivery were confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that the patient experienced inappropriate shocks. The device was explanted and replaced and the patient's condition post procedure was stable.